Manufacturer narrative:
Corrected data: 510k number. (B)(4) should not have been selected on the initial MDR. Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was a dead backlight inverter board and a dead battery.

Manufacturer narrative:
Carefusion has requested additional information from the distributor in (B)(4) on the reported event and status of the patient. As of august 12, 2015 there has been no additional information provided by the distributor in (B)(4) pertaining to that request. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a faulty user interface module (uim). The distributor in (B)(4) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty user interface module (uim) for evaluation. As of the august 12, 2015, the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in (B)(6) reported that during use on a patient the device's screen stated to flicker and the screen eventually went blank and the device continued to cycle. The patient was removed from the device and placed on another device with no harm to the patient.